Event description:
It was reported that air bubbles were observed within the canister. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly; the customer was not performing the air removal step. Tandem technical support educated customer to remove any residual air from the cartridge during the load process. Customer primed the tubing to address the issue.